Event description:
1998, pt implanted with bifurcated graft. Surgery went well. The following day, apparent leak extending from the superior aspect of the stent tracking anteriorly into the aorta. 06/2000, CT scan revealed persistent leak to the iliac limbs and stable -2cm atherosclerotic splenic aneurysm. Three days later, micro-coil embolization of right l4 lumbar artery and sac and second branch, to treat 4mm enlargement of aneurysm. In 2001, the endograft was explanted and open repair performed as aneurysm had grown to 6cm without endoleak. The graft was found to have good attachment, with no evidence of type I endoleak present. Some brownish blood and thrombus was present around graft, which was evacuated and a small posterior lumbar artery was over sewn. A dacron bifurcated graft was sewn into the aorta with good results.

Manufacturer narrative:
Notification of incident was rec'd from the law firm as result of a claim. Previous MDR filed 03/26/2001: 2001, the pt was converted due to growing aneurysm.